Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during procedure using vasoview hemopro 2, the cutting tool stopped energizing. The customer waited as the cords were replaced and the unit started working again. They can¿t determine where the issue was. Perhaps the harvesting tool safety switch turn unit off due to over heating. The case was completed without further incident. No adverse event was reported. There was no procedure delay.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected section: d10. A lot history record review was completed for lots 3000476919, 3000466973, and 3000458378. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.